Event description:
Customer states that during biopsy procedure, after the needle had already been introduced to the iliac crest, the stylet system did not disconnect from the cannula/handle system, causing the doctor to have to remove the entire needle and start the procedure with a new one.

Manufacturer narrative:
The sample was not received for evaluation; however, it appears that perhaps some of the adhesive used to assemble the device may have gotten in between the stylet retainer and the handle causing the two components to stick. As a corrective action, all employees involved in the manufacturing process have been re-trained on the correct process. A review of the device history record (DHR) indicated no issues during the documentation review.